Event description:
It is reported that upon initial placement of the device in an angiography ICU patient who presented with diarrhea, a "manufacturing defect" related to "a hole" was noticed that prevented the balloon to inflate. It is further reported that this issue did not cause any damage or lesion to patient's skin; the device was removed and replaced with another fms device.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is further reported tha the "product damaged will not be billed to the patient". Lastly, the complainant has provided photographic evidence of the complaint issue "hole/tear/cut". No additional patient/event details have been provided to date. Should additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.